Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. The customer's age and weight were unknown.

Event description:
The advocate reported that the customer obtained a blood glucose reading of 274 mg/dl at 12:19 p.m. On a contour next meter. The meter automatically marked it as a control test, which will be displayed as a control result when accessing the meter's memory. No adverse event was alleged. The advocate was advised to return the test strips for evaluation. Replacement meter and test strips were sent to the customer.